Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, left breast pain, right breast prosthesis displacement. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 750cc gel breast prostheses when the left breast prosthesis ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by a healthcare professional. Patient also felt pain and discomfort in her left breast. In addition, it was reported that her right breast prosthesis had displaced. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 535cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.